Event description:
It was reported that the pt heard their pump alarming. The pt experienced rebound spasticity. The pump was explanted. It was stated that there were "no complications." The medication being delivered via the device system was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.